Event description:
It was reported that the user¿s ilet would not power on after the battery fully depleted and would not resume charging despite placement on the wireless charger and trying multiple outlets, while the phone charged normally on the same pad, indicating a charging problem involving the battery charger. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.